Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Device not returned no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested/received: did the broken blade tip fall into the patient? Was the broken blade tip retrieved from the patient? Did this cause a change in the plan of care for the patient? Is the broken blade tip being returned with the device? Or, was the broken blade tip discarded? How was this case completed? Is this device being returned for evaluation? :this complaint was received by the health authority, therefore we are not able to have any more details.

Event description:
It was reported that during an unknown procedure, the tip of the shears broke. Unknown how case was completed. There were no adverse consequences for the patient.